Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative replaced the computer and the issue resolved. The computer was returned to the manufacturer and the issue could not be replicated. The returned computer passed all functional testing and visual/physical exams.

Event description:
A medtronic representative reported that outside of a procedure, after loading a series, when the site got to the plan screen where the four viess are normally, there was a blue screen instead. The site still had the panels on either side and could step through the software. When moving over to the registration task there was no 3d model. On the initial patient screen it was possible to see all of the slices. There was no patient present when this issue was identified.